Event description:
It was reported that the tubing of a clearlink continu-flo solution set split half an inch above the bottom y-site. It was not specified when in the process this occurred. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.